Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient death. Additionally, patient suffering from pulmonary fibrosis, lung, cancer, metastatic adenocarcinoma. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In this report, section box h: device manufacturers (patient outcome code grid, evaluation method code grid, evaluation results code grid, conclusion code grid) have been corrected/updated.